Event description:
Septal occluder placed for patent foramen ovale and tia's in 2006. Pt returned in 2008 with stroke and had left atrial thrombus originating from non endothelialized post of occluder device. Device removed and septal defect repaired and thrombus removed surgically 2008.